Event description:
It was reported that shaft break occurred. The100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An unknown stent was placed and a 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for post dilatation. However, while attempting to remove thrombosis by pulling the balloon in an inflated state, it was noted that the shaft part of the balloon catheter got detached. The detached part was removed using a snare. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 142.4cm from the hub. From the hub there is stretched sections in the inflation lumen 81.6cm to 84.8cm and 86.3cm to the separation. From the tip there is stretched sections in the inflation lumen 29.5 to 31.3cm and 35cm to the separation. There are multiple kinks on the shaft. Microscopic examination revealed that the tip is damaged. There is blood present in the inflation lumen and guidewire lumen. There is contrast present in the balloon and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft is separated but appeared to be stretched prior to separation.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An unknown stent was placed and a 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for post dilatation. However, while attempting to remove thrombosis by pulling the balloon in an inflated state, it was noted that the shaft part of the balloon catheter got detached. The detached part was removed using a snare. The procedure was completed with a different device. No patient complications were reported.